Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of the index surgical procedure? The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications. Please describe method for keeping the drain unclogged. Product code and lot #. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient current status?

Event description:
It was reported that the patient underwent a mastectomy procedure and absorbable hemostat device was used for the axilla. It was reported that the absorbable hemostat clogged two drains after they were placed and patient had a seroma. The patient underwent a procedure to fix the seroma that formed due to the clogged drains. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4) additional information was requested and the following was obtained: date of the index surgical procedure? ¿ (B)(4) 2017 the diagnosis and indication for the index surgical procedure? - diagnosis lap breast invasive ducts carcinoma please describe method for keeping the drain unclogged. - typically strip the drains twice a day. What is physician¿s opinion as to the etiology of or contributing factors to this event. - product crystallized in the drain. 9. What is the patient current status? ¿ patient is doing fine.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: 1) why was the surgicel powder used during the initial procedure? Oozing, hemostasis. 2) was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? -no. 3) is a photo of the clogged drain available? -no.